Manufacturer narrative:
It was inadvertently reported in the initial report as - ¿consequently, surgical intervention was 'taken' and the patient's scs ipg was replaced with a new one. The date of the replacement procedure was undetermined at this time.¿ the correct verbiage is mentioned in the additional report.

Event description:
Follow-up identified that surgery was not initially taken as previously reported. Surgical intervention did take place on (B)(6) 2018 wherein the ipg was explanted and replaced with a new ipg. Therapy was reportedly restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's scs system was not working. The patient stated they did not feel any stimulation therapy. Reportedly, the patient underwent a surgical procedure before the event. The patient's scs system was not set to surgery mode prior to the procedure, and the patient's scs ipg most likely went unresponsive as a result. Troubleshooting was unable to resolve the issue. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one. The date of the replacement procedure was undetermined at this time.